Manufacturer narrative:
The account found the cause to be the brake cable being pinched between the stiffener plate and the bearings. The account installed new style bearings and adjusted the brake and steer casters to resolve the issue.

Event description:
The account alleged that the brakes are not holding. No alleged injuries.